Event description:
It was reported that a patient had an ams advance (or advance xp) sling device implanted in (B)(6) 2013. It was reported that the patient had recurring incontinence that was worse than prior to the implant and another continence device was implanted on (B)(6) 2014. The patient outcome following the other continence device implant was reported to be "good".

Manufacturer narrative:
Patient was implanted with either an ams advance or advance xp sling system. Implanted in (B)(6) 2013.